Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to the emergency room after receiving four shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. After a device software download, normal device function resumed. It could not be determined if the shocks were appropriate or not since the device memory was cleared during the device software download. The patient was in stable condition post software download.